Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive escape and act button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. The customer was at band camp. Blood glucose value was 187 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.